Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to start up properly. Upon troubleshooting, fse confirmed that the disk bay and power supply of the old pc were defective. A new host pc with no hdd was delivered and installed due to disk bay issues and power supply failure, but the hard disk could not be reused due to compatibility issues. A new disk was ordered, and a clean software installation was performed on the new pc, but the host pc software reinstall attempted was failed. To resolve the issue, fse replaced the host pc for the second time since the software loading failed, possibly due to a hard disk or motherboard failure. The hard disk was installed and configured. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc, which is used for the host pc, ip-pc and the flex vision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up correctly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.